Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 01-jul-2025 and forwarded to millyard advanced medical products, llc on 02-jul-2025. The patient reported that she stopped drug infusion for about 1 hour due to pain at her infusion site. The patient attempted to restart infusion, but her pump indicated it needed its battery changed. The patient reported that she changed the battery, but her pump was still not working. The patient attempted to use her backup system but reported that the pump would not power on. Troubleshooting was unsuccessful. The patient reported that she had not been infusing drug for about 4 hours. The patient was hospitalized to receive remodulin treatment. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.